Event description:
It was reported that during preparation of the occlusion balloon catheter (subject device), it was difficult to deflate the balloon. Physician attempted to deflate the balloon by cringing and also by removing the guidewire without any success. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there were no visual anomalies noted to the device. During functional testing, the device was unable to be flushed and a 0.0166¿ patency mandrel was unable to be advanced through the balloon catheter due to solidified contrast media within the balloon catheter. The distal 20cm of the balloon catheter shaft was cut in attempt to perform an inflation and deflation test. The distal section was flushed without difficulty. A demonstration 0.014¿ guide wire was used and the balloon was inflated without difficulty, and no leaks were noted to the inflated balloon. The syringe was retracted and the balloon deflated without difficulty. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported difficulty to deflate cannot be determined.

Event description:
It was reported that during preparation of the occlusion balloon catheter (subject device), it was difficult to deflate the balloon. Physician attempted to deflate the balloon by cringing and also by removing the guidewire without any success. There was no impact to the patient.